Event description:
Procedure type: hemicolectomy. According to the reporter: after stapling and closing the anastomosis some leaking occurred. The surgeon clipped the area of the leak but two days later the pt was brought back to the operating room with the entire staple line leaking. The surgeon had to oversew the entire staple line. There was no bleeding reported in excess of 500cc. There was no tissue damage reported. A delay of more than 30 minutes occurred when the pt was brought back to the operating room for oversewing. The pt is doing fine.

Manufacturer narrative:
(B)(4).